Event description:
It was reported on (B)(6) 2013 that on an unknown day/month in 2013, a patient had a non-union of a distal femur as well as non-union of the clavicle from an original implant procedure conducted on (B)(6) 2013. The surgeon performed the removal of both the femur (part # 222.658;lot # 6491978) and clavicle (part # 02.112.030;lot # 6729704) plates. During this removal procedure, it was noted that one cannulated screw head broke post -operative on the femur plate. The surgeon was able to remove the broken screw head/screw easily with the broken screw removal kit (a total of 5 screws were removed but only 1 screw was suspect since it was broken). It was reported about forty intra-operative x-rays were taken of the patient; all x-ray views indicated there was no evidence of fragments remaining in the patient. The surgery was successfully completed with no time delay and no harm reported to the patient. It was also reported that the patient was revised with the following new parts: femur plate, clavicle plate and new screws. The patient was confirmed as having a history of being a heavy smoker. This report is for one unknown cannulated screw; the part and lot number are not known. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for one unknown cannulated screw, part and lot numbers are not known. Original implant date (B)(6) 2013; explant date is unknown. Cannot be determined without a part number. The investigation could not be completed;no conclusion could be drawn as no device was returned and not lot or part number was provided. Placeholder.